Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has bene really sick all day and her blood glucose was 47 mg/dl. Customer was wondering why she got so low. Customer stated that she took a nap to feel better. Customer stated that she was feeling lousy headed. Customer was instructed to drink juice and her blood glucose was brought up to 171 mg/dl within 30 minutes of the call. Customer stated that she was trying to eat but she saw her pump had suspend on. Customer realized that her blood glucose was low. Customer was not admitted as an inpatient for medical treatment. Customer stated that she was feeling bad and hadn't eaten that day. Customer was not active. Customer was advised to speak with her health care professional regarding the low blood glucose. Customer was advised to monitor the pump.